Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that the stimulation increased by itself and they noted when it increased itself that they felt an urge to void but they were unable to. The patient then lowered it noted it was comfortable. There were no further complications reported/anticipated.